Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer. The OEM performed manufacturing and quality control review for the affected serial number (B)(4) without showing any non-conformities or deviations regarding the described issue.

Manufacturer narrative:
The unit was return to olympus for evaluation. The customer¿s complaint was not confirmed as the unit functioned as intended and passed all out put test. According to the quality inspection report (qir) there was only normal wear and tear noted on the unit¿s housing. The cause of the reported increase in output could not be determined. The esg-100 instruction manual warns users ¿before each use, inspect this unit as instructed below. Inspect other equipment to be used with this unit as instructed in their respective instructions for use. Should the slightest irregularity be suspected, do not use the electrosurgical unit. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage.¿

Event description:
Olympus was informed that during a diagnostic colonoscopy procedure, the generator power settings increased significantly unexpectedly, and the device experienced a power surge. The settings on the esg-100 when the reported event occurred were 20 watts/ force coag 2. No error code was present prior to the unit increasing in wattage. The facility reported that it is unknown if there were any alarms or alert tones during the incident but there was nothing noted in the incident report. There was no bleeding observed. There was no patient injury reported. Additionally, the user facility reported that the esg-400 was inspected prior to the procedure with no anomalies noted. The connection between the cord and equipment were checked and they were secure. There were no other issues reported with any other instrument attached to the generator.